Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebv0536 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (rebv0536) have been reported from the same facility.

Event description:
The facility reported to the sales rep that the PICC line was leaking above the hub with no visible signs of trauma. It was stated the PICC leaked when IV fluid was infusing. No patient injury reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a tear in the extension leg was confirmed and additional information regarding this type of complaint is contained in (B)(4). One 3fr s/l powerpicc provena was returned for investigation. The s/l tubing extended 45.3cm from the distal end of the molded wing. The printing was partially worn from the molded wing. A breach was observed in the extension leg tubing within the distal end of the purple luer adaptor. A microscopic examination of the adjoining surfaces of the breached extension leg revealed a rough and jagged surface. A lot history review (lhr) of rebv0536 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (rebv0536) have been reported from the same facility.

Event description:
The facility reported to the sales rep that the PICC line was leaking above the hub with no visible signs of trauma. It was stated the PICC leaked when IV fluid was infusing. No patient injury reported.